Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implantable cardioverter defibrillator change due to premature battery depletion, high lead impedance was observed on the right atrium (ra) lead. The ra lead was capped and replaced with no patient consequences.